Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 failed to open. After opening the back panel and flipping the red switch for drawer 2.2, the drawer opened, closed, and latched properly. However, this action caused drawer 2.1 to no longer latch or lock closed. The screen displayed a prompt to close both drawer 2.1 and drawer 2.2. While drawer 2.2 latched closed, drawer 2.1 continued to fail to latch. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.1 and 2.2 was not working together. The field service engineer (fse) inspected the station and found that, when accessing the drawers through the hardware test application, drawers 2.1 and 2.2 did not detect on the first attempt and were working intermittently. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 failed to open. After opening the back panel and flipping the red switch for drawer 2.2, the drawer opened, closed, and latched properly. However, this action caused drawer 2.1 to no longer latch or lock closed. The screen displayed a prompt to close both drawer 2.1 and drawer 2.2. While drawer 2.2 latched closed, drawer 2.1 continued to fail to latch. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.